Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the endoscopic retrograde cholangiopancreatography (ercp) clinical demonstration using with the subject device which a distal end cover (maj-2315) was attached, the patient had severely stenosis and the physician could not continue the procedure. Therefore the physician replaced the subject device to the jf-260v and completed the procedure. After the procedure, during the reprocessing the subject device, the maj-2315 was detached from the subject device, the unspecified tissue (a piece of meat) came out from the maj-2315. The facility stated that before the procedure the facility had brushed the subject device and reprocessed the subject device with the oer-4. The user facility did not provide other detailed information.

Manufacturer narrative:
The device was inspected at olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and found that the reported phenomenon could not be duplicated. In the evaluation, sorc also found that the following. There were no malfunction such as foreign material adhering, corrosion, burrs, edges, parts falling off, and protrusions on the appearance of the distal end and the bending rubber adhesive fixing part. There was no malfunction such as getting caught in the hand feeling of the distal end. There was no problem with the installation of maj-2315. After installation, there was no damage such as maj-2315 was torn into the center line (u-shaped slit) and deformation. There was no significant step or catch on the boundary between maj-2315 and the bending rubber adhesive fixing part after installation. There was no malfunction in the forceps elevator. When the forceps rising angle was maximum, the amount of protrusion of the forceps elevator from the distal end cover was not clearly different from that of the normal product. There is no problem in removing maj-2315. There is no malfunction in the amount of natural suction. It was confirmed that the insertion section bent smoothly and was not abnormally hard. (No obvious difference from regular products). Omsc reviewed the device history record (DHR) of the subject devices and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, there was the possibility that it was attributed to the mechanisms of this phenomenon were followings: mucosa is sucked in the single-use distal cover (maj-2315) by performing suction with the distal end opening close to the mucosal surface. When the endoscope is withdrawn while mucosa is sucked, mucosa can be cut by the rim of the distal cover; if the distal cover has a crack at the tip (on the tear-off line) by being not properly attached onto the duodenoscope, the mucosa could be further caught in the crack and also it could happen when the distal end of the endoscope is pressed on the mucosal surface even without suction.